Event description:
It was reported that prior to surgery on an unknown date, the blade does not sit well and the device did not cut properly. The blade was reported to be inserted properly. There was a patient involved but no impact or harm was reported. There was a 30 minute delay in procedure. An additional device was used to complete the procedure. Due diligence information is in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head and bearings were damaged and there was corrosion within the device. The machined head, motor, thickness control shaft, bearings, adjustment cams, and control bar was replaced to resolve the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, outside of surgery on an unknown date, the blade does not sit well and the device did not cut properly. No patient involved and no impact to user. Due diligence information in process. No additional information available at this time.